Event description:
The customer reported that the intellivue patient monitor mx450 indicating that the device displays speaker malfunction inop message. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A good faith effort attempt confirmed that the device did not produce sound. The service engineer from distributor great engineering technology corp. Getech was on the customer site, tested the device and confirmed the speaker malfunction error and no sound issue. The service engineer replaced the defective speaker to solve the issue. Results of functional testing indicate the speaker is defective and need replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the speaker assembly was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number:(B)(6).